Event description:
It was reported that the table locks did not actuate, causing the tabletop to intermittently move in two axes without resistance during preparation. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the unit and found that the rear foot control was not leveled, causing intermittent tabletop motion. The fe fixed the foot control and verified that the unit was operating within specs.